Event description:
Customer alleged that wires were coming out of the charger for the lift and were spliced. Charger was sparking. No injury reported.

Manufacturer narrative:
Customer was advised to remove the charger from service and they completed. Replacement charger was provided to customer. Lift is back in service.